Event description:
Gamma nail stuck in femur, handle was hit repeatedly to remove gamma nail.

Manufacturer narrative:
Evaluation summary: the returned devices do match the report, and the event was confirmed. The found damages are due to not intended use of target device and speedlock sleeve which were damaged while extracting a nail in an intra-operative procedure. Nail extraction has to be performed by using other instruments. The reported event is not device related but is related due to not intended use of target device and speedlock sleeve in an intra-operative procedure. No discrepancies were detected during risk analysis review.

Event description:
Gamma nail stuck in femur, handle was hit repeatedly to remove gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.